Event description:
The patient had been started on cellex for photophoresis treatment. Fourteen minutes into treatment an alarm sounded vibration pressure in centerfuge chamber. I looked into the chamber and blood had leaked from centerfuge bowl onto walls of the chamber. Whole blood was processed with a 148ml minimal blood loss. Vitals were taken and the pt was assessed, both were stable. The md was contacted and approval was given to start a new treament on a new instrument.